Event description:
The recipient reportedly experienced magnet displacement following an MRI. In (B)(6) 2018, the recipient's magnet was repositioned. On (B)(6) 2018, the recipient's device was explanted.

Manufacturer narrative:
The recipient is reportedly still presenting with pain, however, has improved. The recipient was recommended pain management. The recipient's site has healed.

Event description:
The recipient reportedly experienced magnet displacement and pain following an MRI. In (B)(6) 2018, the recipient's magnet was repositioned. On (B)(6) 2018, the recipient's device was explanted.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient's device will reportedly not return to advanced bionics for analysis. A review of the device history record was completed and no anomalies were noted.  This is the final report.